Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified right superficial femoral artery. After a 6fr non-bsc sheath was placed and a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote balloon catheter was advanced and encountered difficulty crossing. After it successfully crossed the lesion, inflation was performed. However, during initial inflation at 1 atmosphere, the balloon ruptured. The device was replaced and dilatation was performed with a 1.2mm coyote balloon catheter and a 5mmx10cm sterling balloon catheter. A 6mm-12cm non-bsc stent was placed and post-dilatation was performed with the same 5mmx10cm sterling balloon catheter. Angiography and intravascular ultrasound findings were good and the procedure was completed.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified right superficial femoral artery. After a 6fr non-bsc sheath was placed and a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote balloon catheter was advanced and encountered difficulty crossing. After it successfully crossed the lesion, inflation was performed. However, during initial inflation at 1 atmosphere, the balloon ruptured. The device was replaced and dilatation was performed with a 1.2mm coyote balloon catheter and a 5mmx10cm sterling balloon catheter. A 6mm-12cm non-bsc stent was placed and post-dilatation was performed with the same 5mmx10cm sterling balloon catheter. Angiography and intravascular ultrasound findings were good and the procedure was completed.